Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, customer had fluctuating blood glucose (bg) levels. Contact did not provide bg values or how bg levels were addressed. Tandem technical support requested pump data be uploaded for review. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.